Manufacturer narrative:
This 44-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 16-047) had fallopian tube occlusion insert (batch no. 50643855) inserted. The report describes a case of abdominal pain ("abdominal pain right side"). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, 4 years 5 months after insertion of fallopian tube occlusion insert, the subject experienced abdominal pain (seriousness criterion intervention required). The subject was treated with surgery (hysteroscopy / laparoscopic removal of devices on patient's request). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the abdominal pain had resolved. The investigator considered abdominal pain to be related to fallopian tube occlusion insert. The reporter commented: visualization of both tubal ostia were adequate. Procedure took 4 minutes. After insertion, 4 trailing coils were visualized on both sides. The primary reason for device removal was subject request. The left device was removed intact; the right device was not intact - all fragments were removed. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative unspecified date: pre-operative ultrasound performed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 11-apr-2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 2.100 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: lot number, lab data, insertion date and information about procedure were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This 44-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 16-047) had fallopian tube occlusion insert (batch no. 50643855) inserted. The report describes a case of abdominal pain ("abdominal pain right side"). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On 29-mar-2017, 4 years 5 months after insertion of fallopian tube occlusion insert, the subject experienced abdominal pain (seriousness criterion intervention required). The subject was treated with surgery (hysteroscopy / laparoscopic removal of devices on patient's request). Fallopian tube occlusion insert was removed on (B)(6) 2017. On 23-nov-2017, the abdominal pain had resolved. The investigator considered abdominal pain to be related to fallopian tube occlusion insert. The reporter commented: visualization of both tubal ostia were adequate. Procedure took 4 minutes. After insertion, 4 trailing coils were visualized on both sides. The primary reason for device removal was subject request. The left device was removed intact; the right device was not intact - all fragments were removed. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on 3-oct-2012: negative unspecified date: pre-operative ultrasound performed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 2.100 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-may-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This (B)(6) female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject ((B)(6)) had fallopian tube occlusion insert inserted. The report describes a case of abdominal pain ("abdominal pain right side"). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, the subject experienced abdominal pain (seriousness criterion intervention required). The subject was treated with surgery (hysteroscopy / laparoscopic removal of devices on patient's request). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the abdominal pain had resolved. The investigator considered abdominal pain to be related to fallopian tube occlusion insert. The reporter commented: the primary reason for device removal was subject request. The left device was removed intact; the right device was not intact - all fragments were removed. Diagnostic results: unspecified date: pre-operative ultrasound performed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 02-apr-2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 2.055 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.